Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected d.9, corrected h.3, corrected h.6 component codes, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, and added additional information to h.10. The sapien 3 ultra (s3u) was returned to edwards lifesciences for evaluation. The s3u was returned stuck in the hemostasis housing of the 14fr esheath+. Visual inspection revealed the following: three (3) valve struts bent at the inflow side. The valve was expanded, and three (3) struts remained bent. S3u valve leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during handling process. Due to the nature of the event, no applicable functional or dimensional testing was performed. Imagery was provided from the site and revealed the following: the patient's left access vessel had presence of tortuosity and calcification. There are extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. An existing technical summary written by edwards lifesciences captures the root cause analysis for events evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen during advancement, leading to resistance. Per imagery review, tortuosity is present in the patient's left access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review, calcification is present in the patient's left access vessel. Excessive device manipulation/ high push force can lead to the valve struts interacting with the sheath shaft and resulted the strut damage at the valve inflow side. In this case, the valve broke through the sheath liner, but remained in sheath. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath resulted in frame damage. Based on available information, investigation suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive device manipulation, high push force) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Frame damage of a 26mm sapien 3 ultra valve is being reported. Access was obtained at the left femoral artery with the 14fr esheath+ for the transcatheter aortic valve replacement procedure. Difficulty was experienced during insertion of the 26mm sapien 3 ultra valve on a 26mm commander delivery system through the sheath. The liner of the sheath split. The valve broke the sheath liner but remained in sheath. All devices were removed and replaced. A new valve was implanted successfully. No patient injury was reported. Images received during investigation revealed a bent strut on the 26mm sapien 3 ultra valve visible from the sheath liner tear.